Manufacturer narrative:
On 11-feb-2021, it was found that the incorrect report submission due date was entered on the previous follow up report. Manufacturer's reference number: (B)(4) the report submission due date on the previous supplemental report (B)(4) was entered as 28-feb-2021. However, the correct report submission due date is 12-mar-2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (grade unknown) and right-sided ruptured postoperatively. The diagnosis of the capsular contracture was confirmed preoperatively. As a result, the patient underwent removal and replacement with (catalog #: 350475bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. The surgeon indicated that minimal amount of fluid was collected from both breasts for testing. The test results on the fluids are not provided at this time. Upon explanation, the right-sided device was observed to be ruptured, and the left-sided device was found to be intact. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event date. The diagnosis of capsular contracture was made on (B)(6) 2020. The relevant field has been updated. The investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed a line of shell wear on the anterior aspect. Additionally, a tear was noted within the shell wear, measuring approximately 2.8 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).